Event description:
Spontaneous report. Pts mom requesting pump replacement as she stated air in line error was causing alarm, sounds throughout infusion and she had to switched over to using pump used for d5w. Pts mom stated rubber part of pump seemed worn. No interruption to therapy or missed dose reported due pc, no adverse event reported with the pump malfunction. Pt was able to complete infusion. Defective pump is available for return. Serial number provided: (B)(6). Frequency: daily for 5 days every 4 weeks. No additional information was provided. Reported to (B)(6) by: patient/caregiver.